Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information thatthis right ventricular (rv) lead was explanted due to an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the lead was explanted due to high threshold measurements. The lead was disposed of by the hospital.